Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that c6855 devices were broken during a knee arthroscopy on approximately (B)(6) 2019. The reporter stated that the devices were in the sterile field at the time of breakage. There was no report of fragmentation that involved the patient. There is no report of injury, medical intervention or hospitalization for the patient or the user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Evaluation of device c6855 found functional test failed. The device does not cut and does not open/close properly. The device is not manufactured by conmed; therefore, the DHR could not be reviewed. The service history was reviewed, and no prior data was found. A two-year review of complaint history revealed there has been a total of 24 complaints, regarding 26 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised the following: cautions: inspect instruments prior to use to ensure proper function; no loose pins or misalignment, and that the instrument is in good physical condition. Inspect instruments after use to ensure it has not been damaged. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. This issue will continue to be monitored through the complaint system to assure patient safety.